Event description:
Customer called to report insulin coming out of reservoir when pump is manual priming. Customer states insulin leaks part the o-ring and has happened with two reservoirs out of the same box. Customer tried reservoir from a different box and it went through ok.